Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, evidence of a short battery life was illustrated with a 9 count drastic voltage drop leading to a ¿cs128¿ alarm on (B)(4) 2018. The battery compartment and cap are undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and all current readings were found to be within specification. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and no intermittent condition or any moisture corrosion was found to the printed circuit board.